Event description:
It was reported that during a remote follow-up, inadequate capture was noted on the left ventricle (lv) lead. The physician suspected insulation damage, however, no anomaly was observed either visually or via diagnostic imaging. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.